Manufacturer narrative:
(B)(4). Report source: foreign: japan. One g7 positioning guide rod item# 110018822, lot# zb6944834, was returned and evaluated. Upon visual inspection there are wear marks along the shaft of the device. The tip has fractured and there is a bend near the fracture site. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the g7 positioning guide rod was bent. The surgeon was unable to attach the g7 handle. Upon investigation of the device received, the tip was found fractured. There is no additional information available at the time of this report.